Event description:
Reportedly, on (B)(6) 2021, an alert message was observed relating to noise oversensing, however when the device was re-interrogated, the message disappeared. The event history remained but no egm was recorded. Interrogation was performed several times, but no egm was observed.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, on (B)(6) 2021, an alert message was observed relating to noise oversensing, however when the device was re-interrogated, the message disappeared. The event history remained but no egm was recorded. Interrogation was performed several times, but no egm was observed.